Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during a procedure performed on an unknown date. According to the complainant, during unpacking, a foreign object was observed to be on the tip of the snare . The procedure was completed with another captivator ii snare. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual evaluation of the returned device found foreign matter on the tip of the loop. The investigation confirmed the presence of a foreign material inside the pouch; the most probable root cause of this complaint is manufacturing. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during a procedure performed on an unknown date. According to the complainant, during unpacking, a foreign object was observed to be on the tip of the snare . The procedure was completed with another captivator ii snare. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on 23july2018. It was confirmed that the foreign object was observed inside the sterile package before use. The patient¿s condition following the procedure was good. The name of the procedure is polypectomy.

Manufacturer narrative:
Additional information: event.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during a procedure performed on an unknown date. According to the complainant, during unpacking, a foreign object was observed to be on the tip of the snare . The procedure was completed with another captivator ii snare. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on 23july2018. It was confirmed that the foreign object was observed inside the sterile package before use. The patient¿s condition following the procedure was good. The name of the procedure is polypectomy.